Manufacturer narrative:
The customer¿s report of a free flow event was not confirmed. The pcu event log shows that the pump module was programmed to infuse propofol anesthesia 10 mg in 1 ml at a rate of 40.5 ml/hr at 12:50 pm on (B)(6) 2018. The infusion was paused 3 times: right after programming, then at 12:58 pm and at 1:15 pm. At 1:18 pm, the pcu was placed on dc power and anesthesia mode was discontinued. The user selected confirm at the anesthesia mode discontinued pop-up. The user then channeled the device off and the system was shut down and powered off. Functional testing performed found the pump module to be delivering fluid within specification. The event disposable set was not returned for investigation. The root cause of the reported free flow event was not identified.

Event description:
The customer reported that the patient was brought into the procedure room for a colonoscopy, the monitoring device was connected, and the nasal cannula was placed onto the patient. The propofol infusion was connected to the patient while the pump was placed into anesthesia mode and in pause mode. The nurse unclamped the propofol tubing and then turned away while the physician performed a patient interview. The physician noticed that the patient was suddenly not verbally responding. The nurse turned toward the patient and noticed that the patient was obtunded and that the drip chamber was dripping propofol although the pump remained in pause mode. It was noted that the pump door was closed and the clamp was properly inserted. The patient received an unspecified amount of propofol. Although the event tubing was discarded, the nurse stated that there was no tubing defect noted. There was no report of lasting harm to the patient.